Manufacturer narrative:
Continuation of medical devices: product ID 97755, serial# (B)(4), product type recharger. Product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient's recharger (rtm) could not find their implant (ins). Per the rep they suspected the ins was over-discharged and they could not communicate with the ins when using the rtm as it went to the antenna locate (al) screen. The rep stated they would perform al charging of the implant. Additional information was reported from the patient that the controller was not charging, even after unplugging and plugged the rtm back in. No out of box failure was reported. The patient had received the replacement rtm but still was seeing "looking for device" and couldn't connect to or charge the ins. The patient had been able to charge every night before this. On (B)(6) 2018 the patient called back again to report they received a replacement controller and requested assistance for what to do. It was reviewed with the patient how to use the equipment to connect to the implant, and they continued to see a screen saying to position recharger over the ins. Per the patient they were very upset that it wasn't connecting and wanted the device out. Both the recharger (rtm) and controller had already been replaced. It was recommended the patient contact their health care provider for assistance. No symptoms were reported for the patient and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97755 (B)(4) product type recharger product ID 97745 (B)(4) product type programmer, patient due to imdrf harmonization, previously submitted device code (B)(6). If information is provided in the future, a supplemental report will be issued.